Event description:
Medical records received from an attorney representing a consumer reported on (B)(6) 2005 the consumer underwent surgery for ¿removal of a malfunctioning implantable neurostimulator with battery failure with implantation of a new ins.¿ medical records noted that ¿thirty minutes prior to surgery the consumer was given a gram of vancomycin IV slowly over half an hour. The consumer had a history of staph infection and was a known staph carrier so they were unable to tolerate any type of oral antibiotics." The consumer was then brought into the operating room and an incision was made reopening the ins pocket. The malfunctioning ins was located, dislodged, and discarded. The new unit was reconnected and implanted into the pocket. The pocket itself was checked for bleeding and irrigated with bacitracin solution. The wound was then closed in layers and the consumer was transferred to the recovery room. Relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.